Event description:
Patient was transferred to the picu from outside facility. During the transport an ez-io was placed in the patient's right tibia. After patient was stablized, ez-io was ordered to be removed. As trained, staff nurse attempted to remove the ez-io with twist and pull motion, however the hub separated from needle. An attempt was made to remove the needle, but broke further leaving the remaining portion in the tibia. An ortho orthopedic consult was made. Ortho provider recommended that the picu provider obtain a needle driver from the or to remove the needle. This was completed and the remaining portion of the needle, including the beveled end, was removed. Because this device was placed in the field by the transport service, this facility has limited information regarding the product information. The safety officer for the transport company was contacted and informed of this event. No further follow-up information has been provided to this facility.